Event description:
Rn attempted to remove PICC line prior to patient discharge. PICC line broke x 3 with a portion remaining in the patient's arm. Surgeon performed emergency cut down at the bedside but still unable to remove catheter. Patient transferred to another hospital for PICC line removal in their interventional cath lab. The remainder of the PICC line came out in 3 more pieces.